Event description:
Procedure type: inguenal hernia repair. According to the reporter: the balloon on the blunt tip of the trocar popped 3/4's of the way through the procedure. The procedure was completed without any problems. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. Nothing fell into the cavity. No pt injury reported.

Manufacturer narrative:
(B)(4).